Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator exhibited an alert for the capacitor charge time reaching the maximum limit. No further information was available.

Manufacturer narrative:
As received, the device was observed to be above the elective replacement indicator (eri). Charge time out was confirmed on the bench. Due to the condition of the device during analysis, conclusive investigation could not be performed, and the cause of the charge time out could not be determined.

Manufacturer narrative:
Correction: the awareness date for the supplemental report with analysis submitted mar 24, 2021 should have been "mar 21, 2021 "instead of "mar 21, 2020".

Event description:
It was reported that the asymptomatic patient presented for a follow up visit in office. It was noted that maximum charge time limit had been reached on the implantable cardioverter defibrillator (ICD). A manual capacitor maintenance was performed which reduced the charge time. One high voltage impedance reading was noted but normal when tested. All parameters were normal when tested in clinic. The inability to deliver appropriate therapy due to extended charge was discussed. The physician had not determined whether the ICD would be replaced as this was an elderly patient and may not be eligible for replacement. The patient was stable without complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the device was explanted and replaced. There were no complications. The patient was doing well and discharged.